Event description:
It was reported that during an acl surgery the suture tore during implant insertion. The suture tore inside the patient but the piece was retrieved. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation is confirmed. One suture system containing a fibertag and blue passing suture was returned for investigation. However, the complaint indication for the returned devices was not provided. As the complaint allegation for the devices is the exact same, the investigation was able to conducted, however it is unable to be determined what part number was received. Please see the investigation findings below. Visual evaluation of the returned devices noted that a blue passing suture had been torn. It was further noted that the fibertag was damaged and frayed. Functional testing was unable to be performed due to the damage to the device/the missing components. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning. Per dfu-0147-eo revision 2 precautions: 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.